Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was up to 700 mg/dl. Customer stated that he had nausea and was vomiting at the time of hospitalization. Nothing further was reported.

Manufacturer narrative:
Intermittent button response due to corroded keypad traces. No ramping numbers noted on the display. Unable to perform functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. Cracked reservoir tube lip, cracked battery tube threads, cracked case near display window corners and cracked display window noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.